Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, 2 orders were not showing up on pyxis. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. It was determined that the order was a one-time order that had already expired, which prevented medication dispensing. A technical support specialist (tss) advised pharmacy to re-order the medication, and tss advised that the issue was due to a processing error. The customer acknowledged this as an internal issue and agreed to close the case. The system functioned as intended after technical support specialist investigated the device.